Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, far field p-wave oversensing was noted. The patient did not receive therapy. The oversensing was observed on the stored electrogram. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed. The patient remained asymptomatic after the reprogramming.